Event description:
A program manager contacted (B)(6) via email to report clotting in tego connectors during treatment. There was patient involvement, however there was no harm or adverse event reported. Sincerely, this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).